Event description:
Hosp personnel contacted the MFR to determine if an injector was available to detect extravasations. The MFR rep asked why and was then told that they had an extravasation of contrast media.